Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine concentration not reported at 1.347 (10%) mg/day. The indication for use was non-malignant pain. It was reported that the patient¿s pump came loose and the patient had revision surgery to re-position the pump. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (patient¿s husband). It was described that the patient's pump slid down from the original position and a healthcare provider moved it up in the beginning of the year ((B)(6) 2017).